Event description:
It was reported that "pump failed". Customer declined troubleshooting with tandem technical support so no further information regarding the event could be gathered. There was not reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.